Manufacturer narrative:
On (B)(6) 2022, the field application specialist (fas) reported that the problem was resolved after the customer cleaned the probe on (B)(6) 2022. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys insulin (insulin) results for 7 patient samples tested on a cobas e801 module. The reporter stated that they have been obtaining insulin results of 0.400 uiu/ml for several patients. They cleaned the probe and reran the patient samples. The questionable results were not reported outside of the laboratory. Sample (B)(6) had an initial result of 0.400 uiu/ml with a repeat result of 2.05 uiu/ml. Sample (B)(6) had an initial result of 0.400 uiu/ml with a repeat result of 15.7 uiu/ml. Sample (B)(6) had an initial result of 0.400 uiu/ml with a repeat result of 18.6 uiu/ml. Sample (B)(6) had an initial result of 0.400 uiu/ml with a repeat result of 8.13 uiu/ml. Sample (B)(6) had an initial result of 0.400 uiu/ml with a repeat result of 20.4 uiu/ml. Sample (B)(6) had an initial result of 0.400 uiu/ml with a repeat result of 7.47 uiu/ml. Sample (B)(6) had an initial result of 0.400 uiu/ml with a repeat result of 12.9 uiu/ml. The reagent lot number is 584531 with an expiration date of mar-2023.

Manufacturer narrative:
A general hardware-related issue can be excluded as there were no further discrepant results reported. The alarm trace and sample foam detection data were requested but not provided the cause of the event could not be determined.